Manufacturer narrative:
It is unknown when the event occurred. 510k: this report is for a 4.5 va -lcp curve condylar plate/unknown lot; unknown part. UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The device remained in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had non-union with a 4.5 va -lcp curve condylar plate implanted on an unknown date. No other information is currently available. This complaint involves one (1) device. This report is for a plate. This report is 1 of 1 for (B)(4).